Manufacturer narrative:
An investigation has been initiated based on the reported info.

Event description:
Customer experiencing difficulties with the guidewire sticking when they try to pull it out and they have to exert more pressure than they should have to. This has been an ongoing problem, but they have never reported it before. The customer just used another ins-5010 which is assumed to be lot #1040458 based on sales history, and when pulling out the guidewire, not only was it sticking, but it created slits in the catheter causing csf not to drain properly. This lumbar catheter was subsequently replaced with another lumbar peritoneal catheter of a different product code. The ins-5010 was discarded so no return is possible. Neurospecialist (B)(6) is trying to get an unopened product from the same lot returned for testing.